Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The picture sent by the customer was verified and it was possible to observe barrel cracked. The potential cause for the occurrence is a failure at syringe assembly station, which caused the barrel cracked at another syringes. It was performed DHR evaluation and no occurrences potentially related to the defect were observed. Based on this evaluation and the process failure analysis the potential causes for the problem is: jam on assembly machine system, which caused the barrel damage. The incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that bd solomed¿ syringe barrel cracked and leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: when handling the product, the extravasation of the liquid was perceived because the syringe was broken (cracked in the middle). Information received by email on 03/25/2019: the drug used was duoflam 6,43 mg/ml. The incident was noticed during the use. The crack was found in the syringe's body. There was no damage to the patient/health professional. There was no exposure of blood or chemotherapy to the skin. Anvisa was not notified.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd solomed¿ syringe barrel cracked and leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: when handling the product, the extravasation of the liquid was perceived because the syringe was broken (cracked in the middle). Information received by email on 3/25/2019: the drug used was duoflam 6,43 mg/ml. The incident was noticed during the use. The crack was found in the syringe's body. There was no damage to the patient/health professional. There was no exposure of blood or chemotherapic to the skin. (B)(6) was not notified.